Event description:
Patient presented to the physician with neck pain. A CT scan was performed, and the physician found that the stimulation lead had coiled at the submandibular gland. Physician brought the patient into the or, repositioned the stimulation lead, provided more slack, and closed.

Event description:
Patient presented back to the physician with continued neck pain and extreme sensitivity. Patient requested the removal of the inspire components. Physician brought the patient into the or and removed the entire inspire device.